Event description:
On (B)(6) 2012, the lay user/patient's family member (reporter) contacted lifescan (lfs) alleging that the patient's onetouch ping meter was reading inaccurately high compared to another device (accucheck aviva). The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2012 (time not specified). On an unknown date/time the patient reportedly obtained blood glucose readings of "443mg/dl" with the subject meter and "338mg/dl" with the accucheck aviva meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The reporter denied the patient developed any symptoms as a result of the alleged issue and the reporter also denied the patient received any form of medical intervention/treatment after the reported meter issue began. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, the blood glucose results were from the approved (per owner's booklet) sample site, and the test strips were not pass its expiry date. The reporter did not have valid control solution available. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The reporter denied the patient developed any symptoms as a result of the alleged issue. There is also no indication the patient received any treatment for an acute complication for diabetes. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.